Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, the device also exhibited premature battery depletion (pbd). As a result, this implantable cardioverter defibrillator was explanted and replaced. No additional adverse patient effects were reported.